Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no: 328438; batch no: 9028804. This complaint captures both issues, fm and bite marks within one complaint since per verbatim, even though each from a different box, they both were from the same lot and material #. It was reported that small drop of liquid on the needle tips before injection, does not re-use. Verbatim: consumer reported small drop of liquid on the needle tips before injection, does not re-use. Also mentioned that 1 syringe from another box, same product and lot had bite marks on the needle shield. Sample with the bite mark has been discarded, samples with other issue (liquid on needle tip) will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9028804. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (15) loose 3/10cc, 8mm, 31g syringes. Customer states that there is a small drop of liquid on the needle tips and there is a bite mark on the shield. All returned syringes were examined and no damage was observed on any of the shields. All samples were tested and a small droplet of clear liquid came out of the barrel of 6 out of 15 samples when the plunger was exercised and fully depressed in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 9028804. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged shield) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun not firing correctly. L2l dispatch #57536 was created. Correction: cleaned all photo eyes and purged all silicone guns.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no: 328438 batch no: 9028804. This complaint captures both issues, fm and bite marks within one complaint since per verbatim, even though each from a different box, they both were from the same lot and material #. It was reported that small drop of liquid on the needle tips before injection, does not re-use. Verbatim: consumer reported small drop of liquid on the needle tips before injection, does not re-use. Also mentioned that 1 syringe from another box, same product and lot had bite marks on the needle shield. Sample with the bite mark has been discarded, samples with other issue (liquid on needle tip) will be submitted for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no: 328438 batch no: 9028804. This complaint captures both issues, fm and bite marks within one complaint since per verbatim, even though each from a different box, they both were from the same lot and material #. It was reported that small drop of liquid on the needle tips before injection, does not re-use. Verbatim: consumer reported small drop of liquid on the needle tips before injection, does not re-use. Also mentioned that 1 syringe from another box, same product and lot had bite marks on the needle shield. Sample with the bite mark has been discarded, samples with other issue (liquid on needle tip) will be submitted for evaluation.